Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, oversensing caused by myopotentials was noted. Reprogramming was recommended by technical support and another follow-up appointment is planned. The patient was well.